Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the cause of the device not working was the battery was dead in the programmer. The patient stated they misunderstand the troubleshooting instructions. The patient stated if the battery was depleted contact clinician that meant the one in the body. The patient noted the symptoms had been resolved after the stimulation adjustment with patient services. The patient noted they had an appointment with the healthcare professional (hcp) on (B)(6). The patient stated the hcp was going to check the programmer and it was depleted. The patient noted they had not adjusted the programmer very often because they did not want the battery in the body to have to be replaced soon. The patient stated the hcp assumed them that they should continue to make adjustments as needed and they planned to do that. The patient noted they still had issues of leaking. The patient stated after they discussed it with the hcp they would not worry about the battery in the device in the body being delete d soon and they believed they could get it in check. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient believed her device wasn¿t working because she was not feeling stim and had been experiencing more leakage. Patient indicated she saw her healthcare provider (hcp) a day prior to this call and that was when she discovered her patient programmer (pp) batteries were dead. Patient stated last tuesday she increased stim from 2.6 to 2.7 on program 2. During the call, the pp showed stim was on and she increased stim from .8 to 1.3v on program 3. It was noted that patient was feeling stim in the correct area. Patient was redirected to follow up with hcp if issue did not resolve. There were no further complications that have been reported as a result of this event.